Manufacturer narrative:
Investigation is in progress. A follow-up report will be provided.

Event description:
A patient transfusion reaction was reported from an ongoing research study. Medical intervention was required for this event, but it is not known at this time what the medical intervention was. Patient age, gender, weight and outcome are not available at this time. The disposable set is not available for return, because it was discarded by the customer.

Manufacturer narrative:
Investigation: further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. No medical intervention was required for this event. Per literature review, the international journal of transfusion medicine, 2014, febrile-nonhaemolytic transfusion (fnhtr) reactions are known to occur. According to literature review,causes can be related to storage conditions of the transfused product, and patient physiology/sensitivity to the product. Root cause: root cause remains undetermined at this time. Literature review stated possible general causes for fnhtr including: patient physiology and/or patient sensitivity to the procedure or the transfused product; storage conditions of the transfused product; cellular makeup of the transfused product.

Manufacturer narrative:
This report is being filed to provide additional information. Correction in investigation: upon further review, the medical intervention is unknown since the customer did not specify what medical treatment was given to the patient. Citation of literature review: menis, m., forshee, r. A., anderson, s. A., mckean, s., gondalia, r., warnock, r., johnson, c., mintz, p. D., worrall, c. M., kelman, j. A. And izurieta, h. S. (2015), post transfusion purpura occurrence and potential risk factors among the inpatient us elderly, as recorded in large medicare databases during 2011 through 2012. Transfusion, 55: 284¿295. Doi:(B)(4).

Manufacturer narrative:
This report is being filed to provide additional information.

Event description:
The customer declined to provide patient age, gender, and weight.

Manufacturer narrative:
This report is being filed to provide additional information in describe event or problem, evaluation codes and additional MFR narrative. Investigation: the customer did not provide the lot number pertaining to this event,therefore a device history record (DHR) search could not be conducted for this specific incident. All lots must meet acceptance criteria before release. Per the aabb therapeutic apheresis: a physician's handbook, the rate of adverse events during therapeutic apheresis is 4-5%, with most complications being minor and well tolerated. The trima accel operator¿s manual instructs the operator to be aware of possible adverse effects and how to manage them. Investigation is in process. A follow-up report will be provided.

Event description:
The patient reaction was described as a febrile , non-hemolytic transfusion reaction. Information regarding medical intervention remains unavailable at this time.

Manufacturer narrative:
This report is being filed to provide additional information in additional MFR narrative. Additional investigation: per the aabb therapeutic apheresis: a physician's handbook,transfusion reactions occur with a 1.6% frequency.